Event description:
It was reported that both leads had no capture at full output. The ventrical lead was also oversensing and had noise. Both leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.